Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a blood collection device. The customer reports that when a staff member was removing the blood collection tube from the device, the rubber sheath did not retract back over the needle, and detached from the device. As a result, the staff member received a dirty needle stick from the exposed needle. In response, the staff member followed the hospital's exposure protocol which included baseline and f/u testing.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.